Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had their device checked about a year ago by their health care provider (hcp) and the device was pretty much dead. The patient discussed their options with the hcp. The device never worked anyways so the patient didn't want it replaced, but they also didn't want to have surgery to have it removed either. Therefore the patient just decided to leave it in, but not active. The patient also had spasms with the device and saw no benefits, even though they knew it worked for other people it just didn't work for them. The patient was now doing physical therapy and other things that had helped improve their situation where the device couldn't. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome regarding the patient's spasms were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.